Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device displayed a speaker malfunction inop error message. The customer was unable to confirm if the device had audible sound. It was reported the device was not in clinical use.